Event description:
Customer reported that she inserted the sensor and the transmitter was connected and the light was not green. Customer removed and the sensor had no cannula. Customer stated she saved everything that came with metal piece and thinks cannula is attached to that. Nothing further reported.

Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection, found cannula retracted, coming out thru sensor's base. Unable to verify sensor anomaly due to sensor being opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.